Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because lead analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by a patient family member that the patient received inappropriate therapy at the time of the lead fracture. No further patient complications have been reported as a result of this event.